Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the coil was intact with the pusher assembly and advanced distally out of the px slim. The outer diameter (od) of the ruby coil was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed both devices were functional. During testing, the ruby coil was introduced through the hub of the same px slim that was returned for evaluation and advanced distally out the distal tip of the microcatheter without an issue. Therefore, the root cause of this complaint cannot be determined. The od of the ruby coil was measured and found to be within specification. The inner diameter (ID) of the px slim was measured using a 0.025"stainless steel mandrel and found to be within specification. The ruby coils are 100% functionally tested during in-process inspection. The px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached several ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While the physician was advancing a new ruby coil through the px slim, the ruby coil advanced about 20 centimeters through the px slim and then stopped advancing. The ruby coil was removed without any issues and the procedure was completed using new ruby coils and the same px slim. There was no report of an adverse effect to the patient.